Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The retaining catch on the handle snapped off.

Manufacturer narrative:
Conclusion and justification status: the complaint states the retaining catch on the handle snapped off. The investigation could not confirm the complaint as not device was returned. It should be noted that a field safety notice was issued stating that to reduce the possibility of leaving fragments in patients to adhere to the IFU which include inspecting the instruments to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure the complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.